Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torque driver shafts were flagged as stripped and set aside in sterile processing. It is unknown whether this was discovered during surgery. No pieces are missing, and no incident report was filed with hospital.

Manufacturer narrative:
Additional narrative: the two expedium anterior x25 torque driver shafts (product code: 2877-20-170, lot numbers: x0704, ag2067010) and the moss miami single innie final tightener (product code: 2797-12-600, lot number: gm4277401) were returned to the complaints handling unit (chu) on march 14th, 2016. All three of the instruments featured a degree of stripping on the distal ends of their hexlobes. This stripping has occurred in a manner consistent with the direction of rotation. This wear occurs only at the distal end of the instruments¿ tips, stopping roughly one third of the way down the tip. This damage could potentially occur if the instruments were not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited stripping surface area, damaging their hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the final tightener and torque driver shafts stripping cannot be determined from the sample and information available. A potential root cause may be having them not fully inserted into and flush with their associated screws during tightening. This would cause torque to be applied to a limited surface area, damaging their hexlobes in the process. It has been noted that the torque wrenches used in this procedure were exerting an excessive amount of torque on the final tightener and the torque driver shaft which may have resulted in their tips. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.